Event description:
Procedure: gynecology. Reportedly, during use, the handle of the device locked and the device locked on tissue. It was necessary to "pull" the device off of the tissue. The facility reports this caused some damage to the tissue. Other than this tissue damage the pt is fine. The facility was contacted for additional info; however, additional details were not furnished.